Event description:
The line was placed in 2007 and removed three days later. The complainant received a piece of catheter approx 1 1/4 inch, indicating that the catheter cracked. The line was pre-flushed and flushed after placement.

Manufacturer narrative:
This complaint of a leak is confirmed. The split site found on the tubing contains characteristics associated with burst trauma secondary to over-pressurization. However, the exact mechanism of damage is undermined at this time. It appears infusion pressures have exceeded the burst strength of the catheter tubing. It is possible this may be a user maintenance issue. It should be noted that the complete sample was not returned for evaluation. The device had been in place for approximately 2 days prior to the complaint incident. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. A chr of lot# 43hpp022 showed no other product complaints from this lot number.